Manufacturer narrative:
(B)(4): review of the black box and download history revealed that the data from the date of the alleged event had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter claimed that she woke up with a blood glucose reading of 430 mg/dl. When she changed the insulin site, the cannula reportedly was slightly bent. Her blood glucose continued to increase to 450 mg/dl with symptoms of ketones at the time of concern. The patient claimed she corrected her blood glucose with rapid acting insulin via syringe. Her blood glucose was lowered to 324 mg/dl two hours later. During troubleshooting, the animas representative concluded the pump was working accordingly. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hyperglycemia while she managed her diabetes with the animas product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.